Event description:
Caller reported a cgm error 42, following which, technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the pump did not display the cgm error code again. There was no adverse impact to the customer's blood glucose level, and the caller successfully started their sensor session.